Event description:
The abbott field service engineer (fse) contacted abbott customer service center on behalf of the customer regarding hemoglobin syringe "fail to home" errors generated from the cell-dyn sapphire hematology analyzer. The customer reported intermittent error messages. The fse performed maintenance, replaced parts, verified the performance of the analyzer controls and the issue was resolved.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.